Event description:
The customer reported that all the buttons on the bezel did not work.

Manufacturer narrative:
The customer reported that all the buttons on the bezel did not work. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.